Manufacturer narrative:
Information is unavailable; device was not returned for eval.

Event description:
It was reported that during an unk procedure, the staples malformed at first firing. They were box shape. It was not reported how the case was completed. There was no reported pt consequence.